Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). But was returned to olympus (B)(4). Following additional high level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc is reviewing the manufacture record of the subject device. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that during routine culturing test by the facility, the subject device repeatedly tested positive for microorganisms. On (B)(6): the subject device tested positive for unspecified bacteria (11cfu/100ml). On (B)(6): the subject device tested positive for unspecified bacteria (7cfu/100ml). There was no report of patient infection associated with this report.